Manufacturer narrative:
(B)(4): separates is not specifically addressed in the provided IFU. Product was returned in an opened and damaged condition. A 100% visual examination is performed by the needle quality control personnel, verifying that the cannula is molded or glued securely into the hub and glue is smooth. An examination of the returned device confirms the patient/event description. This device is supplied with an IFU that notes in the "warnings" section that this device is recommended for use in children under 24 months of age. The IFU recommends the high-density steel hub design in bones that are more dense.

Event description:
The physician performed the procedure from (B)(6) 2010 at 23:00 to in the early hours of (B)(6) 2010. In order to transfuse into the bone marrow, the physician used the device to tap the bone marrow. After supplying the medicine for 4 hours, the patient's leg was swollen. The physician tried to remove the needle from the leg, but it could not be removed, only the plastic hub was removed. After that, the physician tired to remove the needle by a pliers, but the needle was bent and free in the patient's body. The physician performed a procedure to remove the needle. The pt was kept under observation.